Manufacturer narrative:
Evaluation of the device is anticipated but has not yet begun. A follow up medwatch report will be filed upon completion of the evaluation.

Manufacturer narrative:
Affiliate confirmed the cage will not be returned for evaluation. As such, an investigation cannot be performed. A review of the device history records found no issues identified during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. Complaint data is reviewed monthly via the spine monthly complaint review meeting to identify and initiation action against any emerging trends; the meeting includes cross-functional representation from rd, quality engineering, clinical research, and complaint handling to ensure a robust review. Without a product sample we are unable to confirm the reported issue or identify the root cause. In the absence of a product sample or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated. Device not available.

Event description:
Foreign affiliate reorted cage broke during impaction. Broken cage was removed and replaced which resulted in a delay in excess of 30 minutes.